Event description:
Additional information received reported the entire device system had been removed on (B)(6) 2013. However this was conflicting information as it differed from the previously reported explant dates as well as the date listed in the device manufacturer implant registry.

Manufacturer narrative:
Catheter: model: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4). Pump and a partial catheter (in segments) were received for analysis. Analysis of the same revealed no anomalies; normal device function.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), explanted: (B)(6) 2013, product type; catheter. (B)(4).

Event description:
It was reported that the device system was explanted due to infection. Drug delivered via the device was morphine. Patient outcome was stated as recovered without sequela. Additional information obtained later noted that patient had experienced fever, neck pain and active infection in the pump pocket. Cultures were taken (specific details not provided); infection was confirmed to be meningitis. As of (B)(6) 2013 patient status was noted to be recovering under observation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the entire system was explanted on (B)(6) 2013 due to the meningitis, which was already reported. The infection was diagnosed by lumbar puncture on the same date as the system was removed. In addition to the fever, the patient symptoms were reported as headache, nausea, and generalized pain. The event resulted in in-patient or prolonged hospitalization, was a life threatening situation and necessitated medical or surgical intervention. As of (B)(6) 2013 the patient outcome was resolved without sequelae.